Event description:
It was reported that the patient had intermittent pocket pain. The patient was treated with medication, versatis. The physician assessed the event as having a causal relationship to the procedure and hardware, but not related to stimulation. The event is resolved and the patient has recovered.